Manufacturer narrative:
Concomitant medical products: product ID: d274vrc ICD, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture and triggered a lead integrity alert (lia) for short v-v intervals and non-sustained ventricular tachycardia episodes. In addition, possible noise oversensing was noted on the stored electrograms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.